Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency department with bruising and swelling at the pocket site on (B)(6) 2018. The patient underwent an evacuation of a moderation to larger pocket hematoma during left thoracotomy with placement of the left ventricular lead. The pocket was revised. The patient presented for a follow-up on (B)(6) 2018, still experiencing pain at the pocket site and bruising. No further information is available at this time.